Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On 11/29/2022, it was reported by a patient relative via phone that about a year later, after undergoing a brostrom ankle procedure using an arthrex internalbrace augmented implant system, the internalbrace ruptured, and patient suffered a fall. Currently, the implant remains inside the patient and there has been no discussion on performing a revision surgery. At this time, no further information was provided.